Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the product failed [broke] during tensioning. Patient received another altis without problems.

Event description:
According to the available information, the product failed [broke] during tensioning. Patient received another altis without problems.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed both the static and dynamic anchors, along with the tensioner, were attached to the sling. Microscopic examination of the static and dynamic anchor tines revealed them to be bent outward, indicating they had most likely been implanted and removed. Blood residue was noted on the sling. Based on examination of the returned product no functional anomalies were noted with the sling. The information received indicated that the product had failed during the tensioning portion of the procedure. Based on the evaluation and information received, the complaint could not be confirmed as reported. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.